Manufacturer narrative:
There is no indication of an available device sample to send to the manufacturer. The manufacturer will continue to monitor and trend related complaints.

Event description:
Alleged event: it was reported that ten days after the catheter was in place a leak was noticed when the balloon was inflated again; there was a presence of urine and it was coming from the balloon. The patient's condition is reported as unknown.